Event description:
4/17/95 thoracostomy tube with heimlich valve inserted due to pneumothorax. Valve security taped to chest tube. Discharged at 12:30 pm on 4/18/95. 4/19/95 12:34 am - to ER with shortness of breath. 4/18/95 pm valve became detached and was reinserted by pt. She developed progressive shortness of breath and pleuritic chest pain. She came to the ER with tension pneumothorax. Heimlich valve apparatus reversed with rapid improvement in respiratory status and full lung expansion. Because heimlich valve connectors are identical at each end, valve can be inserted backwards leading to one way flow of air into the chest and tension pneumothorax.